Event description:
Patient reported being hospitalized due to issues with his defibrillator. No further information provided. Patient does not consent to be contacted. Reporter doesn¿t consent for manufacturer follow up. Date of use (B)(6) 2018 - ongoing. Diagnosis or reason for use. L40.0.